Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2025, the patient experienced a stoma infection which was treated with unknown oral antibiotics. On (B)(6) 2025, it was reported that the nurse made a home visit to assess the stoma. It looked good, they are applying positon ointment and cleaning with chlorhexidine without covering it with a bandage. The tube mobilized normally.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.